Manufacturer narrative:
The reported high pacing lead impedance was confirmed in the laboratory via review of device printouts. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported an asymptomatic patient presented to the clinic after receiving a patient notifier. Upper out of range pacing lead impedance measurements, no capture, and no sensing amplitude were observed. Stored electrograms detected ventricular noise reversion and nonsustained ventricular tachycardia. Noise was not reproducible through isometrics. When the left ventricular lead plugged into the right ventricular port, all of the same issues were reproduced. The device was explanted and replaced. No adverse consequences were detected from the procedure and the patient will be followed normally.